Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. Device not returned to manufacturer.

Event description:
The complaint involved a patient who underwent a revision surgery on (B)(6) 2016. The original surgeries are dated (B)(6) 2011 and (B)(6) 2013. The revision surgery was due to infection. During the revision, the patella 29mm x 10mm, and the ultra tibial insert size 2 x 20mm and the retaining bolt were revised to new components. The patella was revised from a 29mm x 10mm to a 32mm x 10mm & the insert and retaining bolt were replaced with implants of the same size.